Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that after the surgery, the device doesn't cut properly. No harm and delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as a final report. Product review of the air dermatome by flextronics on (B)(6) 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was not in the correct position. The swivel was loose and the needle bearing was defective. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the ball bearings, reciprocating arm, needle bearing, vespel bearings, ball plunger, semi-circle bearings, swivel, and external e-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the air dermatome was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue in the reported event. Two findings were noted during evaluation could have contributed to the reported event such as the control bar being in the wrong position and the needle bearing being defective. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after ball bearings, reciprocating arm, needle bearing, vespel bearings, ball plunger, semi-circle bearings, swivel, and external e-ring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.